Event description:
The pt was sent to the cardiac catheterization lab from the emergency room for an emergency heart catheterization procedure for unstable angina. The staff alleged that air was present on the films in the circumflex artery during the first injection. The pt experienced st elevations, chest pain, and pallor. The pt was treated with 10,000 units of heparin and was observed and then discharged the same day at 5:00 pm. The pt is reportedly doing fine.

Manufacturer narrative:
Medrad svc performed a system check and inspection of the injector. No problems were found that would have contributed to the reported event. Unfortunately, the disposable tubing sets that were in-use during this procedure were disposed of by the user after the procedure and were not available for inspection. A medrad clinical manager visited the customer to discuss the site's use of the avanta injection system. Additional visits to the customer to address the site's use of the injector and to provide additional in-service training are planned.